Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction resulting in loss of pressure control ventilation. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the reported event was caused by user error. There was no reportable malfunction. Additional information was received that the reported event was caused by user error. There was no reportable malfunction.